Manufacturer narrative:
Insulin pump was unable to prime during prime test, due to faulty force sensor. Insulin pump received with minor scratches on display window and cracked case on display window corners.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a prime anomaly. The blood glucose reading is unknown. Nothing further reported.